Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7047028. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, through previous investigations, our engineers were able to identify aging of the septum as the root cause for this event. The septum is expected completely close after the removal of the cannula, this seal prevents the leakage of the device. During our evaluation, the septum of the returned device was found to be open. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the septum while being used on a patient for "preoperative preparation". As reported by the customer, per google translate, "the operating room nurse performs the puncture indwelling needle when preparing the patient for preoperative preparation. The needle core is accompanied by blood back leakage, the obstruction cannot function, causing blood leakage, the nurse immediately performs the hemostasis operation, and replaces another closed type. Intravenous indwelling needle, successful puncture. And reported to the procurement center, when the device was inspected, the blockage was found to be blood stains, and the blockage could not prevent blood from flowing back. National machinery note 20153152208."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the septum while being used on a patient for "preoperative preparation". As reported by the customer, per google translate, "the operating room nurse performs the puncture indwelling needle when preparing the patient for preoperative preparation. The needle core is accompanied by blood back leakage, the obstruction cannot function, causing blood leakage, the nurse immediately performs the hemostasis operation, and replaces another closed type. Intravenous indwelling needle, successful puncture. And reported to the procurement center, when the device was inspected, the blockage was found to be blood stains, and the blockage could not prevent blood from flowing back. National machinery note (B)(4)"